Manufacturer narrative:
(B)(4). Date sent: 8/21/2020. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #t9427h. Additional information was requested and the following was obtained: was the broken piece easily retrieved from the patient? The surgeon did not said clearly whether the broken piece retrieved. There was no further information. The blade may have fallen into the body, but the doctor did not declare it. It is unknown whether or not an x-ray is performed. No bleeding or tissue damage due to blade breakage. The procedure was changed after blade breakage, but the specific details are unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open mitral valve replacement, ¿relax pressure on blade¿ was displayed and became unable to function. The blade was broken. The target tissue was calcified and could not be cut by the electric knife, so the device was used. Gen11 was used. A different device was used to complete the case. The patient is still hospitalized and so far, no complication has been reported. No further information is available.